Event description:
It was reported that the patient experienced heart failure due to desynchrony of the implantable pulse generator (ipg). The device remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
The ipg was explanted and upgraded to an implantable cardioverter defibrillator (ICD).